Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a gmrs adaptor was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the threaded tip is fractured. Material analysis: a material analysis was performed and indicated the following: "the instrument failed in overload rapidly due to high stresses from torque, bending and pulling applied during the surgery. It is likely that there was a small amount of fatigue fracture length that had initiated at the minor diameter of the thread closest to the radius. The long length and small tip diameter are consistent with the ability to apply a high amount of stress to the tip. After investigating the instrument, no material non-conformances, nor manufacturing defects were found on any surfaces analyzed herein." Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the gmrs adaptor broke during surgery. It was reported that the surgeon was applying extreme force. Visual inspection of the returned device indicated that the threaded tip is fractured. A material analysis was performed and indicated the following: "the instrument failed in overload rapidly due to high stresses from torque, bending and pulling applied during the surgery. It is likely that there was a small amount of fatigue fracture length that had initiated at the minor diameter of the thread closest to the radius. The long length and small tip diameter are consistent with the ability to apply a high amount of stress to the tip. After investigating the instrument, no material non-conformances, nor manufacturing defects were found on any surfaces analyzed herein." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that as a result of the breakage of the mcreynolds adaptor, the surgeon had to perform an extended trochanteric osteotomy to remove the stem.